Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. During preparation, the physician tried to introduce the 38 x 2.75 promus premier drug eluting stent through a guide catheter, and suddenly they saw that the shaft of the delivery system was broken. The product was never introduce inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a promus premier ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 780 mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. During preparation, the physician tried to introduce the 38 x 2.75 promus premier drug eluting stent through a guide catheter, and suddenly they saw that the shaft of the delivery system was broken. The product was never introduce inside the patient. The procedure was completed with another of the same device. No patient complications were reported.